Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: 158 mmhg blood side pressure drop. Reason for return was not confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was a very low blood pressure at high revolutions per minute (rpm) of less than 2200rpm and at a flow rate of 5.4 lpm when the customer started the procedure. The mean arterial pressure (map) was less than 45mmhg. After a period of time, there was a gradual increase in flow and vasopressure but low blood pressure was still observed. The customer suspected that the patient had an allergic reaction to gelofusine after a consultation with the anesthesia. After the consultation, the customer administered ringer's lactate to the patient but there was no resolution. The blood pressure continued to fall with norepinephrine at 1.0. This was in addition to other vasopression. The customer then observed an upward trend of the inlet pressure. The flow became lower which resulted in lower blood pressure with the same rotations. The customer increased everything again but the tension continued to drop and the inlet pressure continued to rise. The inlet pressure was greater than 420 mmhg. At this time, the customer suspected that there was an obstruction/malfunctioning oxygenator. The issue was communicated to the operators, however, the flow was reduced and the patient was weaned as it was at the stage of surgery where the heart was not yet still. At the time, a high number of rotations (2400rpm) could be observed at a flow rate of 1l/m with a low blood pressure. The heart lung machine was weaned which returned the volume from the reservoir and from the venous line. In the meantime, a new heart lung machine was obtained and primed. As a precaution before clamping the aorta, the customer took a few extra minutes to observe if the issue may have been due to the patient such as clotting. The patient had suffered no damage. The device was replaced by another manufacturer's product to complete the procedure and was running sufficiently. The inlet pressure of the replaced device and rotations were sufficient and the operation continued without problems. There was no adverse patient effect associated with this event. Medtronic received additional information that vasopressin, was only raised, but never given. The heart lung machine with all pressures, and temperatures; the customer stated that the hc-tronics water bath that they use defaults to 36.5 degrees celsius at start, which gives a slightly lower arterial temperature, around 36 degrees celsius. The venous temperature from the patient was around 36 degrees celsius as well, and it was never below 35 degrees celsius.